Event description:
After insertion of the catheter, the pt's blood pressure dropped suddenly, and red flares/rubor were noted on the pt's body. The physician suspects an anaphylactic reaction to the catheter. The pt recovered without any complication.